Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. The unit has been repaired. Functional, electrical and patient safety tests were successfully completed. The unit was restored to proper operation.

Event description:
The customer reported a reported a horizontal line on the display; no display. A system error was also reported.